Event description:
Procedure: tepp hernia repair. During deployment of the balloon dissector, there was a tear to peritoneum. The surgeon converted the procedure to a tapp hernia repair (i.e. Not endoscopic). No untoward sequelae to the pt reported.